Manufacturer narrative:
E1: initial reporter facility name: sun yat-sen memorial hospital of sun yat-sen university (south campus) prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. The actual device was not available; however, photographs of the sample were provided for evaluation. During visual inspection of the photos, a leak was observed originating from the connection of the post pump replacement line and the access line. The specific defect that allowed the leakage was not visible in the photos. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the access multi connector of a prismaflex st100 set prior to use for continuous renal replacement therapy. There was no patient involvement reported. No additional information is available.